Event description:
The pt experienced large shifts in psychophysics and no loudness growth on two channels. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is yet to scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.